Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The lesion being treated was located in the moderately tortuous mid left anterior descending (lad). The physician used a contrast ratio of 1:1. The physician deployed the 2.50x24mm taxus express2 drug eluting stent in the mid lad. The physician then fully deflated the stent delivery balloon. When the physician attempted to withdraw the delivery system, the physician felt the balloon was caught on the stent. The physician was then able to remove the entire system as a unit and the delivery system was removed successfully. There were no pt complications reported and the pt condition is listed as good. No further info was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.